Manufacturer narrative:
An ocd field engineer (fe) visited the site. A definitive root cause was identified. The fe determined that the pressure was high due to a defective pressure regulator. The fe replaced the pressure regulator and performed the appropriate adjustments to return the analyzer to expected operation. Qc ran by customer passed. A complaint review indicates incident has not recurred at the site post service.

Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid into reagent vials. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.